Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 21, 2024.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently the patient was hospitalized on (B)(6) 2024 in order to be treated with IV antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024 under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.